Manufacturer narrative:
This report is being submitted to provide additional information from the customer. The additional information can be found in field b5. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer on (B)(6) 2021. The procedure was a cysto, retrograde, laser lithotripsy, ureteroscopy, stent placement. There were no other devices involved in the event. A different device was used to complete the procedure. No other devices were replaced during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the color bar was a bent video connector pin. It is unknown how the pin was bent. A likely cause includes the endoscope getting caught in the terminal of the video connector receptacle, either because the end of the endoscope connector is missing or foreign matter is on the endoscope tip. The IFU contains the following statements that may help prevent the bent video connector pin: "do not apply excessive force to the video system center and/or other instrument connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user's report was confirmed. Additionally, there was a bent contact pin inside the receptacle socket. It was recommended that the receptacle board be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report horizontal gray bars were displayed instead of the endoscopic image on the evis exera iii video system center. There was no patient/user injury or harm reported to olympus.